Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when opened to retrieve the gall bladder, one side of the wires of the pouch of the retrieval back portion, snapped on deployment. A post op x-ray was taken and no parts were found in the body cavity. The case was completed with another device of the same product code. No patient consequence.